Event description:
It was reported that a user of the ilet experienced episodes of hyperglycemia with glucose above 180 mg/dl peaking at 200 mg/dl that resolved after changing the infusion setup, while also receiving a low insulin warning indicating 10 units remaining and an insulin set expired notification. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization and successful resolution following user-led troubleshooting. Investigation included troubleshooting and user education regarding maintaining more than 20 units before sleep, site setup, and meal announcement options learned by the algorithm, with no visible leaks or bent cannula and continued use of a 23 inch, 6 mm teflon cannula. Investigation of this case revealed that the cause of hyperglycemia was unclear, with no device malfunction confirmed and no infusion set failure observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.